Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. The customer reverted to an alternate method of insulin therapy.